Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.2, lab: 3.99. Pt's therapeutic range - not known.

Manufacturer narrative:
Investigation pending.